Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience device, referenced is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat disease in the left anterior descending (lad), proximal circumflex (cx) and left main coronary arteries. Two unspecified xience stents were implanted in the left anterior descending and proximal cx to left main coronary arteries. An unspecified guidewire was advanced through the open cell of the previously implanted xience stent in the circumflex. Post-dilatation was performed to open the cell further. An attempt was made to advance the 3.0x33mm xience pro x stent delivery system through the open cell of the stent previously implanted in the circumflex; however, the sds got stuck and would not move distally or proximally. The previously implanted stent was compressed along the length. Force was applied and the sds separated. The distal portion of the sds was removed by inflating an unspecified balloon over the un-deployed stent and retracting as a single unit. Post-dilatation was performed to repair the damaged stent. The procedure was successfully completed by stenting the left main and proximal lad with xience stents. Although there was a clinically significantly delay, there was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance, entrapment, device causing damage, and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience pro x everolimus eluting coronary stent system electronic instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).